Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg defibrillator (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that during a routine generator changeout the right ventricular lead showed elevated but stable threshold. The leadremains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.